Event description:
It was reported that prior to a generator change procedure, the right ventricle (rv) lead exhibited oversensing noise with noise reversion. The lead was capped and replaced on (B)(6) 2024 the patient was stable throughout.